Event description:
Pt underwent an anterior and posterior repair, stamey urethropexy and placement of a suprapubic catheter on 6/24/97. Three days postop, pt lying in bed, when suprapubic catheter "fell out." Urine began leaking profusely from suprapubic site. Catheter had been clamped. Balloon appeared ruptured. Urethral foley catheter placed. Now needs to learn self-catheterization and care of the catheter.